Event description:
It was reported that the customer had two incidents of hospitalization. It was reported that the first hospitalization occurred sometime in (B)(4) 2014. It was reported that the customer had low blood glucose reading of 16 mg/dl. The customer was involved in a car accident during that event. It was also reported that the customer was hospitalized on the last week of (B)(6) 2014 for low blood glucose levels of about 30 mg/dl. It was reported that the customer was a brittle diabetic and was also suffering from gastro paresis. The customer was advised to monitor blood glucose levels. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per, variance 5. Please refer to manufacturer report #:2032227-2014-69251 as it refers to the same events but of a different device.